Event description:
The physician used a cook endoscopy delta wire guide in conjuction with a cook endoscopy soehendra stent retriever to assist in the removal of a stent from the patiet's biliary system.suring the procedure,the coating of the wire guide separated and became lodged in the stent reatriever,exposing the inner wire.no injury to patient occurred.